Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the patient line during fill 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 3 of treatment and the treatment was bypassed to fill 1. The cause of the leak was unknown and treatment was cancelled. Upon follow up, the pd registered nurse (pdrn) confirmed the reported fluid leak event on the patient line. There was not fluid in or around the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation by the patient contact.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d4, d8 additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the patient line during fill 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 3 of treatment and the treatment was bypassed to fill 1. The cause of the leak was unknown and treatment was cancelled. Upon follow up, the pd registered nurse (pdrn) confirmed the reported fluid leak event on the patient line. There was not fluid in or around the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation by the patient contact.